Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms on a non-boston scientific left ventricular lead. This occurred when the crt-d was programmed lv ring to rv coil and when programmed from lv tip to lv ring. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that this device and non boston scientific left ventricular (lv) lead continue to display high out of range pace impedances. The impedance measurements had been at 500 ohms but now are greater than 2000 ohms. The physician will continue to monitor. No adverse patient effects were reported.